Manufacturer narrative:
(B)(4). Analysis of the ins showed no significant anomaly. The ins setscrew backed out too far. Upon initial review of the ins, the setscrew was observed to have been backed out too far (see an_eval). During analysis, the setscrew was stripped when being screwed back into place. This caused the setscrew to become lodged into place all the way down in the thread, blocking the lead port. Attempts were made at removing the setscrew, but it remained lodged into place. Visual analysis was only performed due to not being able to introduce a lead into the ins port.

Event description:
It was reported that during the implant procedure using a new lead and a new implantable neurostimulator (ins) they could not insert the lead into the header block. The set screw had seemed to be blocking the path. They had been unable to seat the torque wrench properly to back out the setscrew. Another ins was used and had resolved the issue.